Event description:
It was reported that the customer received a no delivery alarm and insulin pump is in suspend mode. Customer stated she was changing her insulin pump and it kept saying no delivery. Customer rewinds the insulin pump and made an attempt to fill tubing when it went to suspend. The insulin pump did not response. The blood glucose reading was 207mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. All operating currents are within specification. No unexpected low battery alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.